Event description:
Clinic trial. It was reported that post index procedure, the pt had a target vessel revascularization (tvr). The pt presented to the index procedure with a myocardial infarction (mi). The index procedure treated a de novo lesion in the distal circumflex (cx). The lesion was 4 mm wide, 15 mm long, and 100% stenosed. The physician predilated the lesion prior to placing a 4.0 x 32 mm express2 bare metal stent. Post dilatation stenosis was 0%. The pt received integrilin, nitroglycerin, versed, ancef and lopressor during the procedure. The pt was discharged 3 days later on aspirin, plavix, zocor, metoprolol, lisinopril, novolin, metformin 1000 mg bid, and nitroglycerin. The pt presented to the 13 month study defined follow up with a history of 2 weeks of shortness of breath. The pt was on aspirin and plavix at the time. During angiography, 70% instent restenosis was found. The dist cx was treated with another mfrs drug eluting stent. There were no complications and the event was considered resolved. The pt was discharged one day later. In the opinion of the physician, there is a likely relationship between the express2 stents and the tvr.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval: therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.